Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and does not turn on. The receiver log could not be downloaded for evaluation. The receiver case was opened for internal inspection and failed, a cracked controller chip was found. The battery was replaced with a known good battery, the receiver turns on and charges. A download was performed, the log shows the unit shut down unexpectedly several times. Functional test with a good know battery passed all relevant testing. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.